Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted on (B)(6) 2022. On (B)(6) 2022, the patient was found unresponsive on the floor and she was foaming at the mouth. The cgm was reading 4.1 mmol/l at the time of the event. An ambulance was called and the paramedics took a blood glucose reading which was showing low (no value provided). The patient was treated at home by the paramedics with a glucagon drip and recovered within 20 to 30 minutes. At the time of the report, the patient was feeling better. No data was provided for evaluation. The allegation and the probable cause could not be determined. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.